Event description:
The customer reported that the apnea alarm limits on the x2 monitor appeared to have changed spontaneously, leading to a pt incident.

Manufacturer narrative:
(B)(4): the customer reported that the apnea alarm limits on the x2 monitors appeared to have changed spontaneously, leading to a pt incident. Based on the available info, a user related issue may be related as the devices have been configured so that the host monitor overrides the x2 settings. However, since the contribution of the device is unk this pr is considered reportable. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final conclusion will be made once the investigation is completed.